Event description:
Patient presented to clinic for follow up and externalized conductors were noted. Variation in low voltage impedance and decreased in sensing were observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.